Event description:
Patient (B)(6) is a (B)(6) hypertensive diabetic with a meniscal tear of his left knee. He had been treated successfully with a series of 3 euflexxa injections prior to arthroscopic surgery. At arthroscopy, the tear was confirmed and oa was also diagnosed. Post-op, it was decided to treat him again with euflexxa to increase the internal knee viscosity, as an alternative to surgical repair. He rec'd 3 intra-articular euflexxa injections, the last on (B)(6) 2008 and appeared to be doing well. On (B)(6) 2008, he developed fever, chills, pain and swelling in his left knee. About 80 ml cloudy, yellow, viscous fluid was aspirated from his knee. Staph species (not aureus) was cultured from the fluid. A diagnosis of septic arthritis was made. He was admitted to the hospital and further operation room arthroscopy was performed on (B)(6) 2008, when the knee was irrigated. It should be noted that skin prep involved a 3 swab technique, and the whole procedure was conducted under sterile conditions. He remained in hospital for 4-5 days on IV and later oral antibiotics. He rec'd physical therapy, and progressed from a wheelchair, to 2 crutches and eventually to a cane. He has now made a complete recovery. Causality is "possible", but not number is not available and vial is not available for testing.